Manufacturer narrative:
Insulin pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump was received with a cracked case (battery tube), cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the back side of pump near battery compartment was cracked. Customer stated that insulin pump had been dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.